Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the cannula was not visible, indicating that it fully retracted and did not work as intended. The patient's blood glucose (bg) values reached over 500 mg/dl, while wearing the pod between 4 and 24 hours on abdomen. For treatment, the patient gave manual injections the pod was discarded.